Event description:
It was reported that the patient received inappropriate therapy due to p-wave oversensing. The lead was explanted and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.